Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that in the middle of the night they turned their stimulation on and they barely felt it. The patient said the stimulation went up on its own or something and it was so hard it woke them up and they jumped out of bed. The patient also mentioned they have an inspire for sleep and it seemed like it went to that level and they were wondering if it was talking to each other. Agent asked patient if they were in 0.4 and patient said they didn't physically change but the thing itself was high and it went from barely where they barely could feel it to way high and uncomfortable. The patient turned their inspire off and in that moment they decreased the intensity and now they were feeling in their lip like their lip was twitching. Agent explain that base in the position of th eir body the sensation stimulation could change patient insist and they think that something is off, patient disconnected. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported painful stimulation.